Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report. The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was also reported that the customer was visited to the emergency room on (B)(6) 2018 due to low blood glucose level. Incident date has been changed to (B)(6) 2018.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose, with blood glucose of 19 mg/dl at the time of the incident. The customer was doing yard work, gave themselves a bolus, and then went low. The customer was at 180 mg/dl at the time of the call. The customer used food and was given intravenous glucose to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.